Manufacturer narrative:
An analysis of the suspect medical device¿s photo was completed.investigation summary:upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed.as the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures.a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.at the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry).as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.reason for device explant and/or reoperation: generalized illness, material ruptureh6 health effect - clinical code e2402: generalized illnessmentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank.manufacturer¿s reference number:(B)(4)

Event description:
It was reported that a patient underwent primary breast augmentation with two 450cc mentor memorygel breast implants. Post-operatively, the patient suffered breast pain, brain fog, and hair loss. In addition, left breast implant rupture was also confirmed via MRI. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. Upon removal, the right breast implant was also diagnosed to be ruptured.this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 18, 2024, mentor received additional information indicating that the patient had a pathology report that showed cellular change from the foreign body, called giant cell reaction and that their cells were mutating from the inflammation caused by the implant rupture. In addition, the patient has improved after the removal surgery, but is not one hundred percent and still has scarring and pain.